Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed an error e222 (scope communication error) during an unknown procedure. The procedure was completed with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the cable failed the water leak test and after burning unit intermittent image. The most probable cause of the complaint is the cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed an error e222 (scope communication error) during an unknown procedure. The procedure was completed with a replacement device. There were no reports of patient harm.